Event description:
T was reported that the patient implanted with this cardiac resynchronization therapy pacemaker (crt-p) system had been traveling internationally and had been disconnected from his remote monitor during that time. Upon device interrogation, it was determined that wandless telemetry was disabled. This was consistent with a code 1003, indicating the voltage was too low for the projected remaining capacity. A request was made to have data from this device analyzed, and data analysis identified potential high impedance within the battery. Device replacement was recommended. It was noted that the patient was not pacer dependent, and he wished to postpone device replacement in the 1-2 months, after completing rehab. This crt-p remains in service. It was noted that the patient had fell prior to the code 1003 and had a head wound and was hospitalized however, it is unknown if this is a result of the device. At this time, the device remains in service. No additional adverse patient effects were reported.